Event description:
Patient reported the infusion device made an abnormal noise, and he checked the display and noticed it went in and out of the quick bolus mode by itself. He reported the buttons on the infusion device would not function. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the up and down buttons are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. The shut-down of the insulin pump is a consequence error of the damaged pump electronics due to liquid ingress. The damages did not influence the functions of the pump buttons.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.